Manufacturer narrative:
At the olympus service center, the customer¿s issue of leaking at the tip was confirmed. The elevator channel water flow had leakage. There was also leakage at the air/water inlet on the scope connector and at the control knob. The forceps cover adhesive was chipped/missing on the distal end. The light guide lens had peeling on the cement. The control knob movement was loose. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope was leaking from the tip and there were video issues. The issue was found at reprocessing. No patient involvement reported. During the evaluation of the device, it was noted the forceps cover adhesive was chipped/missing on the distal end. This report is to capture the reportable malfunction of the chipped/missing forceps cover adhesive on the distal end noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the adhesive appears to be missing due to a scratch around the area likely from external force applied to the area. This information is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the reporter. The device was disinfected and sterilized. The device was inspected, tested, and found to be leaking from the distal end/tip. No other additional information was available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.